Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 13-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that during implant, the health care provider was unable to place the leads in the desired location due to scar tissue. The patient thought that the health care provider had to position the leads the next level below it and couldn't get it to react the way they wanted it. The patient met with the manufacturer representative at the post-operative appointment and they attempted reprogramming, but couldn't get it programmed to get stimulation in the lumbar region. Patient had a revision in 2016 and (B)(6) 2017 but is not getting good coverage at this point.